Event description:
It was reported the pt lost scs system therapy after having a black out incident. An sjm rep met with the pt and confirmed the system had invalid impedances. X-rays taken show a possible fracture at the distal anchor site. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.